Manufacturer narrative:
Unit received with flashing white lcd to cracked on lcd controller. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with cracked reservoir tube lip, scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a constant audible beep before and after a battery change. Customer's blood glucose was 151 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.